Event description:
Boston scientific received information that during the implant of this right ventricular lead it was not possible to fixate the lead into the heart and the helix did not work properly. The lead was placed on the surgical table and the helix was manipulated but was noted to not extend or retract. A new lead was used. This right ventricular lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned and tested. The helix mechanism was noted to have been stuck, most likely due to blood/blood fluid infiltration. It was also noted that the cathode conductor coil was fractured at the distal end of the terminal pin. Laboratory analysis concluded that the fracture was most likely due to over-torque applied to the terminal pin to actuate the helix.